Event description:
It was reported that the smart pass feature on this device had programmed itself off due to low amplitude. The device is programmed to secondary 2x gain. Technical services recommended to bring the patient into the clinic to re-enable the feature. The patient was evaluated in the clinic and smart pass was re-enabled. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which noted there was poor r waves when programmed too secondary. Additionally, there was a recent episode of t wave oversensing where the rate is fast and is sinus driven in which the patient received inappropriate shocks however, the rhythm successfully converts but it goes back into a fast rhythm with intermittent undersensing. Technical services discussed troubleshooting options. At this time, the device remains in service. No additional adverse patient effects were reported.